Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp). The stm was unable to reproduce the issue but noted error codes which suggested the executive processor board needed to be replaced. After replacing the epb, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a high pitched squeal then turned off. The iabp had to be manually rebooted. It is unknown if there was any patient harm/injury; however there was no adverse event reported.